Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed low voltage fault and that the device battery voltage recently began dropping in an irregular fashion. Device replacement was recommended and to return device for detailed analysis. To date, this device remains in service. No adverse patient effects were reported.